Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different aviva meters: within 10 minutes: 150 mg/dl (system 1) and 85 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
Product was discarded.